Event description:
An olympus engineer reported on behalf of the customer that when using an evis lucera elite colonovideoscope, there was a blockage in the automatic endoscope reprocessor, channel 4 or 5. The issue occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign debris found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed due to foreign debris protruding from the air/water nozzle. Additional evaluation findings are as follows: the outlet pipe condition was blocked, the air channel volume had blockage evident, the water flow had blockage evident, the water removal had blockage evident and the water channel volume had blockage evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to user handling. The material appeared to be black rubber like debris. It is likely that the foreign material was not originated from the olympus device. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.